Manufacturer narrative:
Added information, event update: upon review, there is no indication of manufacturing or design issues. The most likely cause of the reported event is osteolysis with tendon involvement. This procedure to repair the tendons was conducted approximately 10 months after the left knee revision of (B)(6) 2015. The tendon repair may have been the result of the (B)(6) 2015, revision, patient conditions, or a combination of the two. Corrected data: there were no devices removed; therefore, no devices to be returned or analyzed.

Event description:
It was reported that a patient was admitted for repair of tendons in left leg due to osteolysis. There were no devices removed. It was reported the patient, currently seems to be doing well. This is one of six products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00133, 1038671-2017-00134, 1038671-2017-00135, 1038671-2017-00137 and 1038671-2017-00138.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation.

Event description:
Index surgery: (B)(6) 2009. Revision due to tendon damage and metal fragments in hip.